Manufacturer narrative:
On 2-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a qdot catheter, the patient experienced cardiac block which was treated with temporary pacemaker and transferred to intensive care unit (ICU) and required prolonged hospitalization. In the avnrt procedure, 2:1 av block occurred a few minutes after the ablation was completed. The ablation catheter was located near inferior vena cava (ivc). At that time, only his catheter was near, and catheter operation was not being performed. After that, av conduction recovered, but, during electrophysiology study (eps) after the ablation, av block occurred again. The patient condition did not recover, so medication was administered, and a temporary pacemaker was placed. While preparing to leave the room, av conduction recovered, and the patient was transferred to ICU. Extension of hospitalization was noted. Physician¿s comment on relationship between the event and the product indicated that the patient anatomy was atypical, with the his position being quite low, so there was no position where ablation could be performed safely and effectively as usual. Therefore, the ablation was performed closer to the his than usual. There were no abnormalities observed prior to the use of the product. There were no abnormalities observed during the use of the product. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician¿s opinion on the cause of this adverse event was procedure and patient¿s condition. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a qdot catheter, the patient experienced cardiac block which was treated with temporary pacemaker and transferred to intensive care unit (ICU) and required prolonged hospitalization. It was reported that after opening the package, a qdot micro catheter was connected and a sensor error 106 occurred. The cable was reconnected and replaced, but the issue was not solved. Replacing the catheter solved the issue. After that, the procedure was completed without problems. In the avnrt procedure, 2:1 av block occurred a few minutes after the ablation was completed. The ablation catheter was located near inferior vena cava (ivc). At that time, only his catheter was near, and catheter operation was not being performed. After that, av conduction recovered, but, during electrophysiology study (eps) after the ablation, av block occurred again. The patient condition did not recover, so medication was administered, and a temporary pacemaker was placed. While preparing to leave the room, av conduction recovered, and the patient was transferred to ICU. Extension of hospitalization was noted. Physician¿s comment on relationship between the event and the product indicated that the patient anatomy was atypical, with the his position being quite low, so there was no position where ablation could be performed safely and effectively as usual. Therefore, the ablation was performed closer to the his than usual. There were no abnormalities observed prior to the use of the product. There were no abnormalities observed during the use of the product. The physician¿s opinion on the cause of this adverse event was procedure and patient¿s condition. The outcome of the adverse event was improved.